Event description:
In operating room during a surgery, a screw fell down in the sterile field from the bottom cover of the surgical light central axle.

Manufacturer narrative:
One maquet field rep visited the hosp and evaluated the device. The screw that fell is one of the four screws that is used to attach the central axle cover to the suspension system of the surgical light. He repaired the device and verified the tightening of the screws on similar systems. No abnormalities were found. Hanaulux 2000 maintenance program requests to verify the tightening of all visible screws. Hanaulux 2000 operating manual requests to perform a yearly maintenance of the system. Maquet s.a provides product failure investigation, analysis and resolution for the device described in this report.